Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On the same day, the patient began treatment with injection magnova (1gm, once a day) and injection vancomycin (1gm, every fifth day) therapies via intraperitoneal route for the event of peritonitis. The therapy duration of injection magnova and injection vancomycin was reported as 14 days. Two days later, the patient recovered from the event of peritonitis and the "fluid got clear". The next day, the patient was discharged from the hospital. Pd therapy was ongoing. No additional information is available.